Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that during a pump replacement a leak was found between the catheter and the catheter connector after the old connector/catheter was attached to the new pump. There was good cerebrospinal fluid (csf) backflow prior to connecting the catheter to the pump. It was noted that the leak was very small. The healthcare provider (hcp) removed the catheter connector and trimmed 2cm off of the catheter, then reattached the connector to the catheter and sutured it well. No leak was noted after that. It was suspected that the leak occurred during removal from the old pump. The patient had complained of a mild increase in spasticity a couple of weeks before the replacement. The medication delivered by the device system was not provided. It was later reported that the doctor noticed the small leak at the junction of the pump connector and where the proximal end of the catheter connected to the pump connector. Originally it was thought that the pump connector itself was fractured in some way so the doctor cut 2cm from the proximal end of the catheter including the pump connector. Under further examination the doctor realized that the leak was coming from where the catheter connected to the pin on the outside of the pump connector. So the doctor unsutured the original pump catheter from the pump pin and reconnected the implanted patent catheter to the pump connector. The doctor then sutured that new connection. The device system delivered baclofen. The patient was currently receiving therapy and doing well. Additional information has been requested but was not available at the time of this report.